Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump shutting off on its own. The customer's blood glucose value was less than 200 mg/dl . The customer was assisted with troubleshooting. The customer was reported that they disconnected form insulin pump. The insulin pump will be returned for analysis.